Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an uneven flap cut during lasik flap creation. The patient had loose conjunctiva causing difficulty docking as the eye could not be held properly. The patient moved during the laser bed cut procedure, causing the uneven cut which was visible after flap lift. The lasik procedure was completed. Additional information was received, the surgeon reports he is unsure what caused this event and reports and that there was an irregular flap bed and difficulty in lifting the flap.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Customer stated docking was difficult, and the patient moved during the laser bed cut procedure which caused uneven cut. (B)(4)